Manufacturer narrative:
Although it is unknown if all the set screws caused or contributed to the event or not, we are filing this report for notification purposes. Above mentioned device was used in the event with a quantity of 4. The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient was presented with adult spinal deformity and underwent correction from iliac to t4. During surgery, after the reduction was completed, several metal strands were found in the clinical incision site. Three litres of irrigation was used to flush the wound after the large strands of metal were removed. Metal shards were from the set screw, they peeled off from the set screw while being tightened and had to be removed from the surgical site using forceps. No fragments remained inside the patient. No patient complications were reported as a result of the event.